Event description:
I had a total left hip replacement (B)(6) 2007 and a total right hip replacement on (B)(6) 2009. Both replacements were with the depuy pinnacle acetabular and metal insert, articul/eze m=sec femoral head, summit tapered hip stem. Prior to surgeries I had pain in the groin, hips, lower back, knees, and thighs. Since the surgeries, especially the right, I was still having problems with the pain that only increased. Revision surgeries were done in (B)(6) 2010 on both hips. Since the revisions, I am still having problems with severe pain in the hips, groin, lower back and thighs. I cannot walk very far or get up first thing in the morning without the aid of a cane. Steps are a problem as is sitting for any length of time and at any given time my legs cannot move. Because of the pain and problems with walking, I am no longer able to work and am on social security disability. Physical therapy in 2011.